Manufacturer narrative:
It was reported that during ventilation mode change from ps/CPAP (a pressure regulated support mode) to prvc (a volume controlled mode) the ventilator proposed the maximum tidal volume(vt) allowed for the selected category. The proposed vt was adjusted before set. No device logs were received. By design, the mode of ventilation can be changed during ongoing ventilation. The user selects the desired mode of ventilation and a dialog window appears with the related settable parameters for the selected mode of ventilation. The common settable parameters for the two modes will be as selected in the previous ventilation mode. For the non-common ones, the ventilator will propose values based on the last breaths measured values. The proposed parameters are color marked to pay attention to the user that this is new parameters in this mode and are supposed to be adjusted to a suitable value before accepting. It is only after accepting by pressing the accept button in the dialog window that the ventilator ventilates in the chosen mode with the chosen parameters values. At change from a pressure regulated ventilation mode to a volume controlled mode one of the non-common parameters is the vt. If the ventilation mode change is preceded by a disconnect situation or a big leakage the last breaths measured inspiratory vt will be the maximum vt allowed for the selected category and this is the vt the ventilator will propose. The reported proposed vt was not a malfunction. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).

Event description:
It was reported that the user noticed increased tidal volumes, when the user changed the ventilations' mode from a controlled breathing mode (prvc) to a spontaneous breathing mode (CPAP/ps) in the ventilator system. There was no patient harm reported. (B)(4).